Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05953. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence on (B)(6) 2009. It was reported that following insertion the patient experienced urinary problems, and recurrence. It was reported that patient experienced urinary retention and underwent release of mesh on (B)(6) 2009. It was reported that the patient experienced urinary retention and urethral mesh erosion. The patient underwent underwent sling revision/removal due to urinary retention on (B)(6) 2010. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedures for incontinence on (B)(6) 2009 and (B)(6) 2010 and mesh and monarc subfascial hammock were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.